Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of a small volume intermate was damaged. This was noted before use. The device had been compounded with tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Lot 17k010 was manufactured october 10, 2017 ¿ october 12, 2017. The actual sample was received at the plant for analysis. Visual inspection on the returned unit noted no signs of no damage or defects to the filter. The device filter was found to be in its normal condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.